Manufacturer narrative:
(B)(4). Follow up: customer reported that blood glucose level had improved to target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels. Reportedly, the basal rate was increased due to the customer taking a steroid. Customer stated basal rate may have been set too high, and will be lowered to 1.03 units per hour to stabilize blood glucose levels.